Event description:
A company representative, on behalf of a user facility, reported that during a diagnostic endobronchial ultrasound procedure using the evis eus ultrasound bronchofibervideoscope with a single use aspiration needle, there was resistance. It was initially stated there was a hole on the insertion channel. Additional information was obtained to clarify the event. Upon the first pass with the first needle, the physician met resistance, so the pass was stopped. The needle was taken out of the scope, and it was noticed that the end of the catheter was broken off and the metal tip was sticking out. The needle was placed aside. A second needle was used, and another pass was tried. Resistance was felt again, so the needle was pulled out. The scope was removed, and the physician tried to put the catheter down the scope outside of the patient and could not advance the needle to the end of the scope. A second scope was used with another (third) needle to finish the procedure, and it was not cancelled. Due to the product issues, the procedure was prolonged by about 30-40 minutes. It was reported that the scope was plugged into the tower, and there were no error messages associated with this event. The patient's condition was not affected by this, and no interventions were required. Patient identifier (B)(6) is for the evis eus ultrasound bronchofibervideoscope. Patient identifier (B)(6) is for the single use aspiration needle. Patient identifier (B)(6) is for the single use aspiration needle.

Manufacturer narrative:
This report was submitted by the importer under the importer's report number: 2429304-2023-00119.upon evaluation of the returned device, the event was reproduced, as a hole was found in the insertion channel. Additionally, the following faults were found: crack in the a-rubber glue, a leak from the biopsy channel, an ig breakage in the edge resulting in an image problem, insufficient angulation, and an electrical connector issue resulting in replacement.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "30 to 40 minutes of delay occurred in procedure" occurred due to the needle of the treatment tool, a hole was generated on the scope channel during procedure. Thus, it was necessary to prepare a different scope and treatment tool as a substitute. Olympus could not assume why the hole was generated on the channel. However, the root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: "·when using a biopsy forceps with a needle, confirm that the needle is not bent excessively. A bent needle could protrude from the closed cups of the biopsy forceps. Using such a biopsy forceps could damage the instrument channel and/or cause patient injury. ·when using an injector, be sure not to extend or retract the needle from the catheter of the injector until the injector is extended from the distal end of the endoscope. The needle could damage the instrument channel if extended inside the channel, or if the injector is inserted or withdrawn while the needle is extended." Olympus will continue to monitor field performance for this device.